Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to a left leg dvt (deep vein thrombosis) and bilateral pulmonary emboli. Patient is alleging vena cava perforation and organ perforation ¿ mesenteric (one of the prongs extends into the proximal aspect of right gonadal vein). The patient further alleges ¿I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries¿ as well as limited activity. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, "observations: there is ivc filter in place. The proximal tip is located just below the renal vein origins. One of the prongs extends into the proximal aspect of the right gonadal vein on axial image 57 and 58.¿

Event description:
It is alleged the patient received a gunther celect filter on (B)(6) 2010. Patient alleges to have been injured without further explanation.